Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of a burning sensation and red skin while wearing the mcot universal patch device. The patient (pt) did seek emergency room medical attention. The patient did take a break in service. The patient did use prescription medication provided while in the emergency room. The patient did follow the skin preparation guidelines. The patient did not report skin sensitivity/allergies to adhesives or metals. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of a burning sensation and red skin while wearing the mcot universal patch device. The patient (pt) did seek emergency room medical attention. The patient did take a break in service. The patient did use prescription medication provided while in the emergency room. The patient did follow the skin preparation guidelines. The patient did not report skin sensitivity/allergies to adhesives or metals.